Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based on the past similar cases, omsc assumed that the indication phenomenon was caused by the failure of the bi board. The cause of the bi board failure could not be identified because the subject product was not returned. It is presumed to be a normal aging deterioration because 5 years and 5 months have passed since the subject product was manufactured.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the endoscopic image of the subject device was not displayed. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and the electrical circuit board had failure. There was no report of patient injury associated with the event.